Event description:
Patient was having an upper endoscopy with placement of bravo ph capsule. It did not deploy as expected. This was a replacement for the bravo ph capsule which did not properly deploy the prior week. Another bravo ph was calibrated and successfully placed.